Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection/perforation occurred with the arterial sheath in the common carotid artery (cca). The physician converted the tcar procedure to a carotid endarterectomy (cea) and repaired the perforation with suture before performing the cea.